Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient's system was explanted to address the issue. The investigation did not determine which lead resulted in ineffective stimulation.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000078265. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.